Event description:
Customer stated they had a crown that cracked and needs a new crown. The bottom retainer will no longer fit.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.